Manufacturer narrative:
Insulin pump was received with blank display due to interface board broken solder joint and lifted traces. Unit had cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that she dropped the insulin pump and it stopped working. The insulin pump was not damaged but the screen was completely blank. Customer's blood glucose level was 300 mg/dl. After troubleshooting, the insulin pump did not turn back on. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.